Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: received in a specimen container in a tan solution enclosed in a biohazard zip lock bag in an explant kit, not jar. Most of the sewing ring has been removed during retrieval exposing part of the stent. The stent appears distorted; slightly oval in shape. The gross analysis shows that the cuspal tears appear to be associated with bias wear. All leaflets are in the closed position with sufficient depth of coaptation. All leaflets are slightly stiff but flexible except where host tissue is present. Two tears and abrasions on the non-coronary cusp appear to be associated with bias wear along the right non-coronary and non-coronary left stent posts. A large tear and abrasions in the left cusp free margin through the lunula and into the belly suggests possible bias wear along the non-coronary left stent post. Thick glistening off white pannus extends over the margins of attachment of all cusps on the inflow, into the inferior coaptive areas and 1 to 2 mm onto all cusps reducing the inflow orifice area. Radiography shows remnants of mineralization in the host tissue on the inflow adjacent to the left and non-coronary cusps. Trace mineralization is noted on the sewing ring that was removed at explant. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device occurred and is related to the event. Device explanted and replaced without reported patient complication.

Event description:
Medtronic received information that this bioprosthetic was explanted due to tears on two leaflets of the valve. The valve had been in service for approximately 28 months. The device was explanted and replaced without reported patient complication.